Event description:
It was reported to medtronic minimed that the customer experienced report anomaly, missing pump data on carelink, only cgm data are shown before a certain date. The customer reported no adverse event. The event involved product(s) acc-7333. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for acc-7333.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation/testing summary: an attempt was made to reproduce the issue by generating the daily review report for the provided user in carelink support application and observed that this is an existing system behavior. To assist with the resolution , we provided the below information to the helpline support team. We do not see uploads for this user prior to 4th october 2023 however user has been using data for a while. We also provided the recommendation to the helpline in encouraging user to avoid larger gap between 2 uploads. Provided screenshot from daily review reports showing that on 26th feb date has sensor data but not the pump information, so what we could say from this is that the pump memory got overridden as there was a delayed upload. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the root cause of this issue is the delay in data uploads, which led to the loss of pump data. The 780g pumps have limited memory for storing pump history data, and due to an extended period without data uploads from the customer, the pump history records were not available. Analysis summary: we are proceeding to close this ticket as we have not received any response despite multiple requests. If the reported issue is still ongoing, we kindly request you to open a new svn and create a new jira ticket, providing the updated information as requested. Esf number: afc code: za14af no issue found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.